Event description:
Medtronic received information that approximately one year and eight months post implant of this pulmonary valved conduit in a (B)(6) old patient, the conduit was explanted and replaced with another valved conduit. No adverse patient effects were reported.

Manufacturer narrative:
Multiple attempts to obtain product return and additional information on this event have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.